Event description:
User facility reported issues utilizing the ziptight suture fixation system during ankle syndesmosis procedures. The user facility reported that the surgeon has experienced suture breakage, difficulty passing suture and suture not securing to patient's bone or plate implant. The user facility indicated that issues have occurred during various procedures; however, specific event details were not provided.

Manufacturer narrative:
The user facility provided part and lot identification for four items, but did not provide details on which issue(s) occurred with which parts. Review of device history records for each item showed the lots released with no recorded anomalies or deviations. (B)(4).